Event description:
Additional information indicated that the patient's physician had refilled the pump every four weeks, that the physician "always used the medtronic refill kit", that the pump was implanted in approximately 2001, and that the patient was noted to be doing fine. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Analysis showed that the pump passed dispense testing. This pump was with in the serial number range that could produce a septum leak if the needle was inserted at the edge of reservoir fill port and deflected off the chamber area. Punctures in this area are not conclusive evidence that a septum leak occurred only that the potential exists. Close inspection of the septum shows punctures at the juncture of the septum and metal ring. Analysis did perform a test with a needle inserted at the edge of the reservoir fill port otherwise known as the septum and deflected off of the chamber area and a leak was detected.

Event description:
It was reported filling/aspiration difficulties occurred. After pulling out the refill needle from the septum, the drug went out of the pump and into the pump pocket. It was reported the physician was able to feel the liquid in the pump pocket. The patient was hospitalized and the pump was explanted. No patient symptoms or injuries related to the event were reported. The reporter was unable to obtain the patient's status at the time of this report. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.